Manufacturer narrative:
Medron is a contract manufacture and does not own the design of the device and does not sell the device to end users. The seeker product is provided from medron to (B)(6) in bulk non-sterile packaging for further processing by (B)(6). When a failure occurs, (B)(6) request a manufacturing review from medron. Medron reviews the device history records for the lot numbers provided and summarizes the assessment for (B)(6). In addition to the manufacturing review, medron requests notification from (B)(6) if the event is reportable. In this instance, the event was reportable per (B)(6) and a MDR is submitted by medron. Note: MDR's are completed by medron per a finding received from the FDA.

Event description:
On (B)(4) 2018 medron was contacted by (B)(6), field assurance engineering with (B)(6). It was reported that the seeker tip detached.